Event description:
Procedure type: laparoscopic appendectomy. According to the reporter: in use. The balloon burst. The piece fell into the cavity, but could be retrieved. Another device was use to complete the procedure. No bleeding occurred. No tissue was damaged. Operative time was not extended more than 30 minutes. No patient injury was reported.

Manufacturer narrative:
(B)(4).